Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild-moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty was performed reducing the pvl to mild. The balloon caught on the c paddle of the valve, resulting in the c paddle "submerging" in the outflow cell. The balloon was inflated once for post-implant expansion. The dilation was performed and then the balloon was moved from the outflow side of the valve, to the proximal region in order to re-inflate again. As a result, the balloon interfered with the c paddle; however, the implanted position of the valve did not change. The valve remained at an implant depth of approximately 3mm. It was reported that the balloon type used was a non-medtronic (z-med) 20 mm balloon. Four days following the valve implant, the patient's mini-mental state examination (mmse) score dropped 17 points. The following day, a new infarction lesion was observed in the sub-hemispheric cortex of both sides on the head magnetic resonance imaging (MRI). The patient's symptoms subsided with only rehabilitation. The patient was transferred to a nearby hospital on for rehabilitation. Of note, the patient had dementia prior to the valve implant. No additional adverse patient effects were reported.